Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11d, retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on oct 15, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked corner of belt clip rails, cracked battery tube, serial number label damage and pillowing overlay. Customer has returned pump due to a crack in the battery side of the pump. Cracked battery tube threads, cracked corner of belt clip rails and cracked battery tube confirmed during visual inspection.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.